Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer were verified and it was possible observe barrel damaged, which caused the plunger movement difficult during the syringe usage. The potential cause for the occurrence is a jam on assembly machine system, which caused the barrel damage.

Event description:
It was reported that during use of the bd plastipak¿ luer-lok¿ syringe the plunger does not slide correctly.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ luer-lok¿ syringe the plunger does not slide correctly.